Event description:
It was reported that the patient had a revision for his deep brain stimulator (dbs). It was unknown if the revision was on device or an other contaminant product. The date, cause of the event, and patient outcome were unknown. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# v022878, implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# v021585, implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the revision was a lead revision and 'nothing was really wrong with the leads.' The reporter stated that there were 'some impedances.' It was unclear what this referred to. It was reported that the procedure was done 'at the insistence of the patient' because he was not happy with the results of the therapy and the efficacy. The reporter stated that the patient tolerated the lead replacement fine and was happier after the revision.